Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcsd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot. Grinding motor noise anomaly noted due to faulty motor.

Event description:
It was reported the customer received a button error alarm while programming a bolus delivery. Customer was advised their insulin pump needed to be returned for analysis. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.